Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2016 with the following findings: the pump's black box and cgm history showed cgm glucose above user limit warnings. A review of the user settings showed that the cgm high limit alert was enabled and set to 180mg/dl with a 60min snooze time. The battery compartment was cracked below the finger pad. A test transmitter was paired with the pump correctly. The blood glucose value was set to 120 mg/dl twice within 2 hours. Both of the blood glucose calibration requests were entered successfully. The pump and transmitter were run over night with a steady reading of 115 mg/dl within +/- 20%. No alarms occurred during the investigation, a test warning was simulated with 120mg/dl as the threshold and 30min as the snooze time. The pump gave the appropriate warning with an audible and visible alert. The pump gave another warning exactly 30 minutes after confirming the first warning. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was alarming earlier than the programmed snooze time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.